Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3 failed and lost communication with the serial bus, resulted in all cubies within the drawer appeared on the failed hardware list. The customer attempted to recover drawer 3; however, the recovery process does not resolve the issue and the drawer remained non-functional. However, there were no delays or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3 failed and lost communication with the serial bus, resulted in all cubies within the drawer appeared on the failed hardware list. The customer attempted to recover drawer 3; however, the recovery process does not resolve the issue and the drawer remained non-functional. As per part investigation, it was determined that the root cause of the reported drawer failure was fluid ingress into the assy tray fh cubie mini (pn 356494 01), which damaged the row board, caused thermal damage, and resulted in loss of cubie detection on the bus. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer on. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of ¿drawer failure¿ was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that the full height (fh) cubie drawer 3 had all pockets not detected on the bus. Upon further investigation, the fse identified that the row a cubie tray was damaged due to a possible spill, as dry residue was found under the cubie tray. The fse replaced the affected cubie tray, after which drawer recovery was successful. Subsequent testing, including the hardware test application (hta) test, resulted in a pass, and access to row a cubie through the application via inventory was confirmed as successful, with the drawer operating normally. During dchu visual inspection: pn 356494 01: the unit revealed evidence of fluid ingress in the row board area, along with thermal damage characterized by burn marks and carbonized residue. During dchu testing: pn 356494 01: no functional testing was required due to the extent of contamination, corrosion, and localized thermal damage observed across multiple components and contact interfaces, including burn marks and carbonized residue. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue, ¿drawer failure¿ was due to fluid ingress into the assy tray fh cubie mini (pn 356494 01). This condition caused damage to the row board, leading to malfunction. As a result, localized overheating and thermal damage were observed, evidenced by burn marks and residue, which ultimately caused loss of functionality and prevented the cubies from being detected on the bus.